Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a transforaminal lumbar interbody fusion (tlif), an imprecision was observed following an initial image acquisition. The site adjusted the draping and changed out spheres on the instrumentation which restored precision. There was a reported delay to the procedure of five to ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.